Manufacturer narrative:
This complaint is a part of a CAPA - (B)(4) emblem pre (B)(4) devices. (B)(4) addresses this complaint. The complaint conclusion code is design inadequate for purpose. Device evaluated by MFR: device was not returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient. Patient has had vt. Device shocked the patient, then after the shock, the device oversensed sinus and then shocked her into vf, then the device shocked her out of that. The device is currently programmed to alternate. Alternate is having problems. Primary and alternate vectors have large t-wave components. The s-ICD remains in service. No adverse patient effects were reported